Event description:
It was reported that the patient's pacemaker exhibited under-sensing on the atrial channel during high ventricular rate (hvr) episode. No intervention was performed. There were no patient consequences.